Event description:
It was reported that the infusion set got pulled out while patient was sleeping on (b)(6)2026 and the patient was not comfortable with pump while sleeping, he also had some infusion set getting pulled out while in use.

Manufacturer narrative:
MDR 3003442380-2026-56847 / Initial 2 of 4.E1: Name: Tandem.Country: United States of America.Street: 11045 ROSELLE STREET SUITE 200.City: SAN DIEGO.State: California.Zip Code: 92121.Based on the available information, this event is deemed to be a reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.